Event description:
Received a copy of the hospital's medsun report stating that the pumping segment tubing bubbled. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.